Event description:
A patient burn incident that occurred at dupont surgery center was reported to iridex on (B)(6) 2024. The procedure was performed using the cyclo g6 laser console with iridex micropulse p3 probe (mp3). The cyclo g6 laser console was returned to iridex for investigation but no problem was found with the laser console during mfg tested process. Issue was related to probe and not unit. Probe was not returned to iridex. Typically probes not serviced by iridex and are considered biohazardous once used. It is recommended to discard them post treatment on a patient. Three follow-up emails were sent to the customer requesting additional information regarding the reported patient burn: however, no response wasreceived. In accordance with standard protocol, iridex will proceed with processing the complaint based on the information currently available. Ophthalmic laser systems are intended to deliver thermal (laser) energy to deliver an insult (burn) to the ciliary body. Conjunctival burns are a known and predicted complication associated with the use of any ophthalmic laser system (console and delivery device) when used to deliver transscleral treatment. It is listed in both the IFU included in mp3 delivery device as well as within the cyclo g6 laser operating manual. No other treatment parameters were shared with iridex to reach a conclusive investigation finding of the reported patient burn.

Manufacturer narrative:
Conjunctival burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because conjunctival burns typically: · do not result in life-threatening illness or injury, · do not result in permanent impairment of a body structure or a body function, · do not require hospitalization or prolongation of patient hospitalization, · do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.